Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient¿s wires were pulled out, not anchored well. It was noted that they did stage 1. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient inadvertently disconnected their leads from their ens and immediately reconnected them. They pulled out their ens from the pouch to show their sister. The patient then attempted to "test" the device by increasing stimulation, but was no longer able to feel stimulation after increasing. As a result of what was reported, the call agency referred the patient to their healthcare provider (hcp) in order to check the device/connections and make sure the device is still functional. No further patient complications have been reported as a result of this event.